Event description:
One person involved in this event. Co has been notified by an attorney of an alleged malfunction of co's atrial lead, which required explantation. The cause of this event has not been determined. Co does not have possession of the lead. Without subsequent analysis of the subject lead, co is unable to fully evaluate a reported event. However, co is trying to locate the lead and if found co will perform an analysis. Upon receipt of any further info co will respond accordingly. All records show the lead functioned properly at final inspection on 4/28/88. The length of lead implant is approx 7 years, 6 months. The filing of this report is required by law. Co does not consider this report or its contents to be an admission that a product distributed by co is defective, or that a product distributed by co has caused a death or serious injury. This report may be based upon incomplete and/or unconfirmed info.